Manufacturer narrative:
The customer's calibration and qc recovery were acceptable. The field service engineer cleaned and recalibrated the sample probe. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of questionable phenobarb results for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial result was 2.4 ug/ml with a data flag. The result was reported outside the laboratory and questioned by the doctor and the sample was repeated. The repeat result was 60 ug/ml with a data flag. The customer manually diluted the sample 1:2 and repeated it, resulting in a raw value of 24.5 ug/ml, which calculated to a final value of 49 ug/ml when accounting for the dilution factor. The customer manually diluted the sample x2, resulting in a raw value of 25.6 ug/ml. The result of 49 ug/ml was believed to be correct. The phenobarb lot number was 46572801 with an expiration date of 30-jun-2021.